Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's wife reported that the patient had issues with the tubing as the infusion set snapped where it was connected to the site while the patient was sleeping. The patient's wife stated that the issue occurred just two times. Reportedly, infusion was inserted in the abdomen area and part (might be an inch) of the tubing was cut from the site, while rest of the tubing was connected to the reservoir. No further information available.